Manufacturer narrative:
Used (B)(6) 2019 as event date since the correct date was not provided and the form provided was filled out on (B)(6) 2019.

Event description:
It was reported that stent dislodgment occurred. A 20 x 4.00 rebel drug-eluting stent was advanced for treatment but it failed to cross the lesion. It was then noted that the stent fell off the balloon in the ostium of the right coronary artery where it had to be snared. No known patient complications were reported.